Manufacturer narrative:
Conclusions: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During a procedure, the physician reported that the neuron 6f delivery catheter did not pass through the introducer due to resistance. The physician used another catheter to complete the procedure.